Manufacturer narrative:
H10 - one used empty 250ml bag, 0.9% nacl by baxter + cytarabine, one used list # unknown, chemolock bag spike with additive port; lot # unknown, one used bd alaris pump infusion set w/ y-sites, one used list # (B)(6) spinning spiros® closed male luer, red cap; lot # unknown and two used partially full 10ml normal saline syringes by bd medical were received for evaluation. The distal end of the bd alaris pump set connected to the used (B)(6) spinning spiros was pressure leak tested and no leakage was observed at the spinning spiros connection to the bd alaris pump set or at any location within the spinning spiros assembly when in the activated or unactivated positions. The entire fluid path, including the chemolock bag spike with additive port was pressure leak tested and no leakage was observed at any location along the fluid path or at any of the device assemblies along the fluid path. The device passed all functional testing. Additional information can be found in section g1.

Manufacturer narrative:
The device has been returned for evaluation. Evaluation is pending. The lot number of the device that was in use is unknown. The customer identified four possible lot numbers (plots). The possible lot numbers are 4713516 (expiry date 02/01/2025, MFR date 02/01/2020), 4549838 (expiry date 01/01/2025, MFR date 01/01/2020), 4405014 (expiry date 10/01/2024, MFR date 10/01/2019), and 4605457 (expiry date 01/01/2025, MFR date 02/01/2020).

Event description:
The event involved a spinning spiros® closed male luer, red cap where leaks have been observed at the unspecified alaris tubing or spiros connection during chemotherapy infusion. There was patient involvement, no adverse event, and no one was harmed as a result of the reported event. This reflects 2 of 4 events reported.